Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has damaged bearings. It is known that the event did not occur during surgery; however, it is unk if there was any pt or user injury or medical intervention reported related to this occurrence. The date of event is unk. There was no add'l info provided.